Event description:
It was reported that (1) atw45 was used during a laparoscopic gastric bypass with roux-n-y- procedure. It was reported by the rep that after firing atw45 across jejunum successfully, another tr45w was fired across the mesentery. Bleeding occurred and the bipolar cautery was not working properly without trying another type of coagulation method. The surgeon choose to open. The surgeon found a large hematoma in the mesentery and lots of blood loss. However the surgeon mentioned that this pt was a "bleeder" and had a unusually large liver, so maybe it is better that they had opened. Post-op though pt had to be transfused three units of blood because of the bleeding. At this time no re-operation was scheduled.